Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed (image blackout). Based on the results of the investigation, it is likely liquid immersed from control body and scope connector caused blackout. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the bronchovideoscope had image blackout and an error e315. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.